Manufacturer narrative:
Device evaluation the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed. The lens was received cut in two pieces. A chipped edge was observed. Residue of what appears to be ophthalmic viscoelastics (ovd) was observed on the lens pieces. The condition of the lens could be related to handling the lens in the removal process. The customer's reported complaint was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: n/a (not applicable). The lens was removed and replaced within the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that doctor noticed a torn intraocular lens (iol) when the lens was inserted into the patient's eye. The lens was removed and another lens was implanted. There was no enlarged incision and no patient complications reported. No further information was provided.